Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens explanted and exchanged for shorter lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.00/+2.0/094 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with some moisture on the lens. Visual inspection found the lens haptic torn and presence of red residue on the lens surface. (B)(4)